Manufacturer narrative:
The device remains in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as a known inherent risks of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
As reported a phaco iol and istent surgery was completed on a patient with ocular hypertension with moderate cupping and no field defects. The patient was not on any blood thinners but as reported "does bruise easy". Gonioscopy showed good ciliary flush and great anatomy but the istent insertion caused a small hyphema with a lot of blood reflux through the stent. An intraoperative washout was completed which removed most of the hyphema and slowed by the completion of the case. It was reported that the patient presented on post op day one with a small hyphema, small blood behind the capsule and the anterior lens had a blood stain. The patient's iop was 15 mm hg. At the one week post-operative exam the hyphema had resolved and there was no inflammation. The patient's va was 20/60 (slight undercorrected purposely for -1.00 monovision with great numerical refraction). The blood stain on anterior lens was still present and the patient continued to complain of blurred vision. The patient was on steroids but no iop medications. The surgeon was contemplating ac washout vs monitoring the stain to see if it dissolves. The surgeon conferred with the glaukos medical monitor on 04/11/2018 during which it was noted by the medical monitor that the best option was to continue the current post op care to see if it resolves without any intervention. Additional information was requested.

Event description:
The surgeon provided the following additional information to glaukos on 06/20/2018. The patient underwent uneventful cataract surgery in the right eye, followed by istent implantation. A grade ii hyphema (1/3-1/2 anterior chamber vol.) Was observed, resulting in staining of the intraocular lens (iol). The hyphema was treated by increasing steroids and dilatation drops. The patient prognosis was reported as "stable" with minimal residual staining and slight increased myopia than anticipated.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR reference # (B)(4).